Event description:
It was reported that the patient had a shoulder surgery ,and approximately 6 months later a revision surgery was done due to the screw loosening and got unscrewing. The anterior oblique was also loose but did not unscrewed like the transverse one. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: 47-2486-050-40 3068483 blunt tip screw 4x50mm. 47-2488-000-04 3008331 ann washer small. 47-2486-052-40 3024745 blunt tip screw 4x52mm. 47-2496-260-07 3008140 ann proximal humerus, right 7x260mm. Report source¿ foreign ¿belgium. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00382, 0009613350 - 2022 - 00381, 0009613350 - 2022 - 00387. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.